Event description:
During MRI, patient c/o burning sensation to bilateral upper extremities. Per MRI technician, the patient was heavy and her arms were touching the sides of the magnet. It was after over 2 hours when the patient c/o the burning sensation. Technician applied ice packs to pad both arms for the last 10 minutes of the procedure. The patient sustained right arm 4cm x 2.5cm redness with skin intact and left arm 5.5cm x 5cm redness with skin intact. The redness on bilateral arms are barely visible after four days. The department educated all staff to ensure there is a barrier between the patient's skin and the machine to prevent recurrence. Diagnosis or reason for use: magnetic resonance imaging (MRI) machine. Of use: approximately 2.5 hours.